Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
An attempt was made to use one endeavor resolute rx coronary drug eluting stent to treat a severely tortuous and calcified lesion exhibiting 95% stenosis located in the distal lad. The device was inspected with no issues. The lesion was pre-dilated 4 times at 12atm for 5 seconds. Resistance was encountered when advancing the device. Excessive force was not used during delivery. It was reported that the stent failed to cross the lesion. An image provided indicates stent deformation occurred. The patient is reported to be alive with no injury.

Manufacturer narrative:
Add info: the stent deformed in the body when trying to pass through the lesion, and the lesion was difficult to pass through image review: photo 1; image shows a shelf carton, the distal and proximal of a device and portion of the catheter can be seen. Deformation is evident to the stent segments. The lot number printed on the luer corresponds with the lot number on the shelf carton and the lot number reported in gch. If information is provided in the future, a supplemental report will be issued.